Event description:
On may 19, 2022, a reporter for the lay-user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy occurred in (B)(6) 2020. The reporter claimed the patient obtained a blood glucose result which was ¿higher than usual¿ with the subject meter then a blood glucose result which was ¿low¿ on an unspecified emergency room (ER) meter; exact results were not provided. The tests were performed more than 30 minutes apart. The patient manages their diabetes with insulin on a self-adjusting dose. The reporter claimed the patient took more insulin in response to the elevated reading obtained with the subject meter then started to develop symptoms of ¿blurry vision, weak and emotional¿. The reporter claimed the patient proceeded to the ER where they obtained a blood glucose result which was ¿low¿ on the ER meter and were treated with food and drink. At the time of troubleshooting, the cca noted that an approved sample site was used for testing. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.